Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported while flushing the device, the small cap/fitting of the blue catheter was noted to be broken (crack/split ). The device did not make patient contact.